Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: when using the collection needle, I attached it to the needle barrel. When I entered the needle into the patient¿s arm and attached the sst tube, I noticed half way up the metal needle blood started to pour out. Upon removal you could clearly see a hole in the metal needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.